Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that cartridge change errors occurred with multiple cartridges during the load sequence. Additionally, it was reported that multiple occlusion alarms occurred. Subsequently, the customer experienced a blood glucose (bg) level of 600 mg/dl and diabetic ketoacidosis. The customer went to the emergency room and was subsequently hospitalized. Bg was treated with intravenous insulin, saline, biocarb, and potassium. Reportedly, the customer was released on (B)(6) 2021 with the issue resolved and no permanent damage. Reportedly, customer reverted to manual injections for insulin therapy.